Manufacturer narrative:
(B)(4). One unit was received containing no fluid in the bladder. To verify the reported condition, the unit was subsequently filled with dextrose solution to its maximum volume. During and after fill, no evidence of backflow or leak was detected at the fillport. The device was subsequently monitored for 24 hours without capping the fillport; however, after 24 hours, there was still no sign of backflow or leak observed at the fillport. Based on the findings, the device performed as expected. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) infusor device backflowed out of the fill port of during filling. It is unknown with what the device was filled. There was no reported patient involvement, patient injury or medical intervention. Sample is available for evaluation. No additional information.